Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an adverse event. The patient was out shopping and felt faint and noticed that the receiver was not working. The patient stated that the receiver display did not show anything and shortly after, the patient fainted. It was indicated that the patient was taken to the hospital and was administered glucose and was released the same day. At the time of contact, the patient was in stable condition. Additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause was not determined.

Manufacturer narrative:
(B)(4).

Event description:
A known good battery was installed to perform download, it failed. The receiver began to overheat at u5 and would not turn on with known good battery. The reported event of unexpected receiver shutdown could not be determined because the log data was not available for review. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. The receiver was charged but will not boot. The receiver log could not be downloaded because of a failure to boot. Functional testing could not be attempted. The receiver case was opened for an interior inspection and passed. Upon investigation, it was discovered that the main pcba had a defective u5. The complaint confirmation was confirmed. The root cause was determined to be a defective u5.